Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. Customer states: the cartridge was used with idrive. Surgeon cut the rectum twice about 1cm. Prior to the third fire, firing stopped after moving 1 cm forward, surgeon waited for a second, and then pressed blue button again but could not advance. He/she released the tissue and a new reload was loaded to continue the procedure. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).